Manufacturer narrative:
A4: patient weight not provided d4: the device serial and lot number were not provided, and the manufacture (h4) and expiration dates could not be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was called back to their room due to intermittent hazard alarms on 11apr2025 at approximately 18:00, although device interrogation found nothing in the system controller event history. The patient was symptomatic. It was noted that the power module patient cable had been pinched under the patient's bed, but there were no external power alarms noted on screen, and no visual alarms at all. Silencing the patient power module (ppm) worked as intended, and the patient was switched to another ppm. The alarm could not be reproduced with any other manipulation of the cords after detachment from the patient. Log files were submitted for review and captured alarms associated with a new implant on (B)(6) 2025. Following these alarms the event log contained a few pulsatility index (pi) events as well as routine power source changes. There was limited data from 10apr and 11apr2025, and no ppm alarms were recorded.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of abnormal alarm sounds while connected to the power module could not be confirmed by review of the submitted log file. The event log file contained approximately 10 days of relevant information (01apr2025 to 11apr2025 per timestamp). No atypical alarms were observed while the system controller was connected to the power module on the reported event date of 11apr2025. To date, no products have returned for evaluation under this event. The root cause of the reported event cannot be conclusively determined. The device history records could not be reviewed, as the serial number of the power module was not provided. The heartmate power module instructions for use (IFU), rev. B instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU, section 11.0 ¿routine maintenance¿, instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. The heartmate 3 patient handbook, rev d - section 5 ¿alarms and troubleshooting¿, covers all alarms (including those associated with power cable disconnect) and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook, rev. D cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.